Manufacturer narrative:
Pt info was not available at the time of this report. The device has not been returned to the manufacturer.

Event description:
A nurse reported that during an ent case, the fusion navigation system froze after successfully registering the pt. The mouse and keyboard did not work. They had to perform a hard shut down, then booted back up. The surgeon was able to proceed using the navigation system with no impact on the pt outcome.